Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed noise resulting in several inappropriate shocks leading to therapy exhaustion. Attempts to recreate noise was successful. The device remains implanted but tachy therapy has been programmed off.